Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this situation. Problem: this x-ray system was supported by a ceiling mounted surgical light. The light fell when it was moved after a pt case.

Manufacturer narrative:
A missing suspension arm safety retaining spring was the reason for the falling lamp. The design of the suspension arm had been changed by the MFR, mavig. To avoid unclear installation manuals, the field/installers will refer to the original installation manuals of mavig. A copy of these manuals will be available on the philips' technical support center (incenter).